Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported right ventricular lead oversensing alert was noted on merlin.net transmission via follow-up remote. Patient will be brought in the clinic to have the lead and device evaluated. Patient was asymptomatic with no patient consequences.